Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarmed leak in iab circuit. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found that "the iabp machine can be used normally. No such alarm is found and can be used but there was expired safety disk which has been replaced. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.